Event description:
According to the information received, an end-user reported that two catheters in the batch had the tips cut off.

Manufacturer narrative:
The return of the device has been requested. It is unk if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Based on the information received, there was no serious injury. Should the device or additional information be received, an addendum to this report will be filed. No other complaints were noted with this lot number.